Event description:
It was reported that the cage broke during impaction. The broken pieces were retrieved. The broken device was not implanted. Another device was successfully used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
The implant was returned to the manufacturer where the breakage of the device was confirmed. Device history records were reviewed and no evidence was found to indicate nonconformance to the manufacturing and/or design specifications. No conclusion can be made at this time. The most likely cause of the event is excessive force placed on the cage during insertion.